Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they found a sample with a failed delta check and repeat did not match. The ccc was granted permission to dial in remotely. A review of the quality control (qc) showed it was in range at the time of the event. The ccc performed a check 1 on reagent probe 1, which failed for drain/vacuum pairs. Ccc repeated this, which failed. The ccc ran a check 1 on reagent probe 2, resulting within specifications. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran server 2 service methods, resulting in range. The cse replaced server 2 drains. The cse ran a check vacuum, which failed. The cse adjusted all drains vacuum values. The cse performed diagnostic and checks, resulting in range. The cse ran a quick check and qc, resulting in range. The customer ran service method testing (smt), resulting in range. Customer ran overmix and alignment, resulting in range. The cse replaced the drains and adjusted the vacuum. The cse reviewed the instrument. The cse found sample probe 2, reagent probe 3 and reagent probe 4 alignment was within range. Reagent probe 3 mixer, sample 2 probe mixer, overmix and service methods were ran, all resulting within range and specifications. The cse ran all air knifes, resulting within range. Total bilirubin was calibrated and precision was ran, resulting within range. Siemens in investigating the event.

Event description:
A discordant, falsely elevated total bilirubin result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting lower. The customer reported out the repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total bilirubin result.